Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Results show an optic cut in 2 pieces and 2 distorted haptics. Dried viscoelastic was noted on the optic. Prior to release to the market the lens met all manufacturing specifications. While we were unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage was most likely caused by the customer and it is unlikely that the device contributed to the event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported the intraocular lens was implanted, the doctor changed his mind about the model being used. The incision was enlarged to remove the implant and an alternate lens implanted. No patient injury occurred.